Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm. According to the patient¿s parent, on approximately (B)(6) 2025, the patient experienced a skin reaction with itching, rash, redness, inflammation, pimples, blisters and infection underneath the sensor pod area only. The reaction was treated with a prescription of oral antibiotics. No photo was provided. No other details were documented. No product or data was provided for investigation. The allegation and the probable cause cannot be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).